Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas shortly after a prior high glucose, during the first week of use, with the lowest glucose reported as 41 mg/dl and approximately one hour outside target; no device alarms, disconnections, or setting changes were reported, and the issue resolved after oral carbohydrate treatment. Symptoms included sweating and difficulty focusing. Outcomes included self-treatment with glucose tablets, gel packs, and candy, assistance from a family member, and no hospitalization or professional medical intervention. Investigation included complaint handling, user interview, and review of device usage circumstances. Investigation of this case revealed no identifiable device malfunction and that the event occurred during early adaptation when algorithm learning could contribute to an overcorrection after a preceding high. It was concluded that the event was consistent with hypoglycemia of unclear cause with no confirmed device failure, and user education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.